Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this pacemaker system due to observed oversensing of noise artifacts on the right ventricular (rv) channel. Ts determined that the observed signals could originate from either an external source or a lead-related issue, and a lead revision was recommended. Subsequent evaluation of the associated non-boston scientific rv lead indicated that electromagnetic interference (emi) and lead integrity issues were considered to be unlikely causes of the observed noise artifacts. The issue was addressed through reprogramming of the refractory period settings. No adverse patient effects were reported. The pacemaker system remains in service.